Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, and eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that she has to press the ok keypad button several times before it responds. She noted that the keypad symbols are worn, and the ok button does not spring back when pressed. The pt confirmed that the rubber keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump clipped to her waist.